Event description:
The article, "prevalence and predictors of permanent pacemaker implantation in patients with aortic stenosis undergoing transcatheter aortic valve implantation: a prospective cohort study", was reviewed. The article presented a prospective, single center study to determine the incidence and predictors of pacemaker implantation (pmi) following transcatheter aortic valve implantation (tavi), how these have changed with operator experience and newer device iterations, and evaluate the impact of pmi on short and long term all-cause mortality. Devices included in the study were lotus, corevalve, evolut r, evolut pro, abbott portico, edwards sapien 3, and edwards sapien 3 ultra. The article concluded that the rates of permanent pacemaker implantation following tavi decreased substantially from the early low-volume phase to the late high-volume phase. An abnormal baseline echocardiography, right bundle branch block, atrial fibrillation and bioprosthesis selection remained important predictors of permanent pacemaker implantation. Permanent pacemaker implantation following tavi had no impact on short or long-term survival. [The primary and corresponding author was daanyaal wasim, department of heart disease, haukeland university hospital, bergen, norway, with corresponding email: danial.w91@gmail.com]. The time frame of the study was from 2012 to 2019. A total of 548 patients were included in the study, of which 43 (7.8%) received an abbott device. The average age was 80.6 years and the majority gender was female (male - 271 of 548). Comorbidities included smoking, chronic lung disease, diabetes mellitus, hypertension, prior myocardial infarction, cardiovascular disease, chronic kidney disease, atrial fibrillation, heart block, arrhythmia.

Manufacturer narrative:
Summarized patient outcomes/complications of portico were reported in a research article in a subject population with multiple co-morbidities including smoking, chronic lung disease, diabetes mellitus, hypertension, prior myocardial infarction, cardiovascular disease, chronic kidney disease, atrial fibrillation, heart block, arrhythmia. Complications reported included surgical intervention (pacemaker), and heart block; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Here is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: prevalence and predictors of permanent pacemaker implantation in patients with aortic stenosis undergoing transcatheter aortic valve implantation: a prospective cohort study.